Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 45 mg/dl. The customer was treated with juice. The customer declined to troubleshoot for the low blood glucose incident. Customer was using auto mode for low blood glucose event. Customer did not allege insulin pump was over delivering. The pump will not be returned for analysis.